Manufacturer narrative:
Device analysis: photos of the device were evaluated and no defect was observed.

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra xc, plunger was hard to push on. When healthcare professional was able to push on plunger, syringe broke, and product that spilled appeared, ¿stringy¿ in consistency. The packaged needle was used. There was patient contact, but there were no reported injuries.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the documentary research in the batch file shows that no element could explain these issues: all the syringes are inspected individually after filling and no problem was detected. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). All the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling for the reported events of break, gel leak, difficult to deploy, and device ingredient or reagent issue: "precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Health care professional instructions 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle."

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra xc, plunger was hard to push on. When healthcare professional was able to push on plunger, syringe broke, and product that spilled appeared, ¿stringy¿ in consistency. The packaged needle was used. There was patient contact, but there were no reported injuries.